Manufacturer narrative:
The reported complaint observation of intermittent operation is confirmed. The handpiece does not perform as intended due to a problem with the programmable cable. The failure is an identified failure mode (reference ID (B)(4)) occurrence rating of "2", rpn value of 12. The potential effect of the failure is defined as loss of function / inoperable. Micro strategy reports were run for similar complaints and there were no similar complaints recorded. We will continue to monitor complaints for this failure mode for upward trending. No additional action to be initiated at this time. Isolated occurrence within expected frequency.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a mastoid procedure. The case was difficult as the bone was very dense and required a great deal of drilling. The rpm was again set to 44,000 and the jumping was reduced and surgeon explained that this was no longer an issue. He has also explained that the hand piece was very comfortable to hold. Issues that occurred: irrigation clip broke right at the beginning of the case so this had to be tapped to the hand piece. The attachments were too bulky and this was an issues as the bone was being hit throughout. Hand piece stopped working and needed to be reset and rpm manually selected on the console. The hand piece failed 4 times and then had to be totally changed for the stryker drill for them to complete the case. The system seemed like there was a loose connection as it did work and then cut out with no turning occurring when the foot pedal was pressed. The console would not recognize the burr even though nothing was removed from the hand piece. I only removed the plug from the console to see if there was a loose connection. Finally it would not work and the surgeon thought it was unsafe to keep using due to the anatomy he was working in. The hand piece did not over heat on this occasion, however the surgeon still had concerns over this due to the last procedure performed and this is why he chose to use the straight attachment rather than the angled.